Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2011 for treatment of an anterior wall prolapse. Since the placement of the mesh, the patient experienced a litany of problems and the mesh was removed on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.